Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed the reported condition. The assignable root cause was determined to be most likely due to a damaged control module from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the left side of the universal battery charger device was not working. This event was not related to surgery. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.